Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg was not set to surgery mode before an unrelated surgery. As a result, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction section b1: should have been adverse event and product problem (e.g., defects/malfunctions) checked rather than blank. Correction section b2: should have been other serious (important medical events) rather than blank. Correction section h7: remedial action initiated, check type should have been other rather than blank. Correction section h7: other remedial action should have been correction rather than blank. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure and the device was not placed into surgery mode; patient was unaware of surgery mode. Patient confirmed the following message: "cannot connect to generator; generator is not responding." No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.